Manufacturer narrative:
Unique device identifier (UDI): (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A conclusive cause for the reported patient effect of hematoma and the relationship to the device if any cannot be determined. A conclusive cause for the reported experience (unspecified failure mode) and unraveled knot could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with an 8f sheath after a left ventricular ablation procedure. Reportedly, the proglide device was inserted into the arteriotomy and bleeding was noted around the device. The foot was deployed but when the foot was deployed it didn't feel "right". Vessel closure was continued using the proglide. The suture was deployed and the knot was advanced. While maintaining tension on the suture, the knot appeared to unravel when attempting to cut the suture. A small hematoma developed. Manual arterial compression was applied to achieve hemostasis and to express the hematoma. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.